Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was cracked. This was discovered during use. The following information was provided by the initial reporter: issue(s): barrel cracked by flanges. Found when drawing her insulin that she mixes with one syringe from this box.